Event description:
It was reported that the customer could not deflate a foley catheter, and they had already tried aspirating and cutting off the cuff. The bd representative explained that the patient might need to go to radiology to have the doctor try to manipulate the balloon using a stylet or guide wire and then safely remove the foley under direct visualization.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer could not deflate a foley catheter, and they had already tried aspirating and cutting off the cuff. The bd representative explained that the patient might need to go to radiology to have the doctor try to manipulate the balloon using a stylet or guide wire and then safely remove the foley under direct visualization.